Event description:
It was reported the patient is deceased and died within one week of implantable pulse generator (ipg) implant. The exact date of death is not known. The cause of death is unknown. No additional information was provided.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).